Event description:
Follow up with the physician found that the surgery was performed as scheduled, which has improved the patient's seizures. The impaired healing process was first observed 6 weeks post-op. There was no relationship between the vns and the impaired healing process, per the physician. Patient manipulation or trauma contributed to the event. Causal or contributory programming changes, medication changes, or other external factors preceded the onset of the event. Further interventions included debridement of the wound and close follow-up. No other information was provided.

Event description:
On (B)(6) 2013, it was reported that this patient would be undergoing vns removal surgery or exploratory surgery due to impaired healing relevant to the patient¿s small body size. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
.

Event description:
On (B)(6) 2014, it was reported that this vns patient was in the operating room for removal of the tie-down as the surgeon felt this would eliminate issues for the patient. He did not plan on removing her vns as she has done well land did not want it removed. Clarification was also obtained that the patient¿s previous surgery was a debridement of the wound.

Event description:
It was reported that the patient was scheduled to undergo vns explant. No additional relevant information has been received to date.